Event description:
It was reported that the tube was made correctly and the neck flange was printed correctly however the box was labeled as a 5.3 instead of a 5.0. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A photo was received for analysis of complaint that it was reported that tube was made correctly, and the neck flange was printed correctly however the box was labeled as a 5.3 instead of a 5.0. Photo confirmed that the packaging label displayed the ID incorrectly. A review of DHR showed the product was manufactured correctly and a typo acquired when the label was printed. Device lot history review (DHR) found there were no non-conforming reports (ncmrs) initiated for the lot or anomalies identified in the DHR.